Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Manufacturer narrative:
In the intial report, "describe event or problem" stated that "one centimeter of the lead suture" detached. This has been corrected to say "one inch of the lead suture" detached.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, the physician successfully threw the first mesh leg through the patient's left sacrospinous ligament. After several attempts to pull the suture of the second mesh leg through the right sacrospinous ligament, using the capio device, one inch of the lead suture with the needle at the end detached outside the patient's body and was captured inside the capio cage. The physician removed the uphold mesh from the patient and completed the procedure with the another uphold vaginal support system, without any complications to the patient, who is reportedly "fine" post-procedure.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, the physician successfully threw the first mesh leg through the patient's left sacrospinous ligament. After several attempts to pull the suture of the second mesh leg through the right sacrospinous ligament, using the capio device, one centimeter of the lead suture with the needle at the end detached outside the patient's body and was captured inside the capio cage. The physician removed the uphold mesh from the patient and completed the procedure with the another uphold vaginal support system, without any complications to the patient, who is reportedly "fine" post-procedure.